Manufacturer narrative:
This report is being submitted as follow up no. 1 to the update to provide the completed investigation results. Results - 114 is based on evaluation of user facility information & the returned sample; 213 is based upon functional testing of the returned sample. Conclusion - 4310 is based upon evaluation of user facility information & the returned sample; 67 is based upon functional testing of the returned sample. One used 6fr angio-seal evolution device was received for product evaluation. The device was received with hemostasis sheath, arteriotomy locator and guide wire. There were no gross visual anomalies noted. The deployment sleeve was into the full rear lock position exposing the color bands. The tamper tube was slightly exposed. The anchor was not found at the distal end of the tamping tube. Functional testing was conducted, the hemostasis sheath was properly mated with the deployment sleeve in the forward lock position. A clear snap was detected. The deployment sleeve was then moved into the full rear lock position exposing the color bands and posting the anchor to the distal tip of the hemostasis sheath. The body of the device was then pulled back which engaged the auto-tamping mechanism. The collagen was tamped, the suture release button was pressed. The tamping tube was not advancing is likely due to the excessive dried blood like substance increasing the resistance required to deploy the tamping tube. The suture subsequently released from the spool. The body of the device was then disassembled to observe if any anomalies existed with the gearbox assembly. No anomalies were noted. Functional testing was performed by turning the drive gear clockwise retracting the rack. No anomalies were noted. The gear was then turned counterclockwise and again no anomalies were noted with the movement of the rack. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the missing anchor likely stems from applying excessive force to the device or the anchor becoming caught on a structural anomaly within the patient. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
(B)(4). Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor successfully inserted an angio-seal evolution device dilator and sheath over the wire. Once the dilator was removed, the angio-seal evolution was inserted until it clicked and pulled back until it clicked again. As the doctor pulled back on the angio-seal evolution and the whole system pulled out of the patient. The doctor stated afterwards that he believes he pulled too hard and too fast which caused it to pull out. Pressure was applied immediately and held for 20 minutes, after which no additional bleeding was noted. The patient was stable. Additional information was received january 7, 2019: the procedure was a diagnostic heart catheterization. A pre deployment angiogram was performed and it was a good sheath placement of the angio-seal. Insertion was normal and straightforward. Deployment seemed normal, as well. The procedure sheath was a 6fr. Pinnacle. It was reported that it was a normal procedure.